Event description:
It was reported that the device therapy cable connection was loose. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio installed the retaining ring and replaced the therapy connector assembly. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use. Further analysis of the removed therapy connector assembly at the failure analysis center found the energy select wire broken from the device connector 6th socket. Activation of the charge switch on a test mock up device with therapy cable gave the "connect cable" message and inhibited energy charge. There were also other physical damages to the connector.